Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending artery (lad) with none tortuosity and none calcification. The 2.50x15mm trek balloon dilatation catheter (bdc) was inflated once when a rupture occurred at 16 atmospheres. Therefore, another 3.50x15mm trek bdc was inflated; however, a rupture occurred in the first inflation at 15 atmospheres. Another two trek balloons were used to completed the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the balloon was overinflated to 16 atmospheres (atms) when the balloon ruptured. It should be noted that the coronary dilatation catheters, trek rx and mini trek rx, global, instruction for use states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the trek rx device is 14 atm; therefore, rbp was exceeded. In this case, it could not be determined if inflating the balloon slightly over the rated burst pressure contributed to the rupture. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Medical device problem code 2017: improper or incorrect procedure or method the additional trek device(s) referenced in b5 is/are filed under separate medwatch report number(s).¿